Event description:
A (B)(6) male pt with chronic obstructive pulmonary disease underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair and the right internal iliac artery was coil embolized. The physician tried to place an iliac leg graft right before the bifurcation of the internal iliac artery, but the bifurcation became covered by the iliac leg graft. The physician tried to push the distal part of the iliac leg graft up using a balloon catheter to solve occlusion, but failed. He decided to take a wait and see approach and completed the procedure. The pt had a favorable outcome after the procedure.

Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. Event eval: still under investigation.